Manufacturer narrative:
Updated information added to d8, h2, h3, h4 and h6. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, device evaluation, and the complaint investigation. The complaint investigation reviewed the customer provided cds processes, where the following deviation from the IFU was confirmed: possible lapses in reprocessing such as used brushes and pre-cleaning steps. Olympus provided the following result of the culture test performed at the third-party labs: sampling date: jan 29, 2025, sampling from: air/ water channel, cfu: 1 cfu/endoscope, bacterial identification: dermacoccus sp. Sampling date: jan 29, 2025, sampling from: suction channel, cfu: >80 cfu/endoscope, bacterial identification: cellulosimicrobium sp. Sampling date: feb 12, 2025, sampling from: suction channels, cfu: 4 cfu/endoscope, bacterial identification: cellulosimicrobium funkei. Sampling date: feb 12, 2025, sampling from: instrument channels, cfu: 1 cfu/endoscope, bacterial identification: bacillus species. Based on the results of the investigation, a deviation from IFU was confirmed; therefore, reprocessing may have been conducted insufficiently. Additionally, damages or defects (e.g., scratches, cracks, creases, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing. The instruction for use (IFU) warns of insufficient reprocessing by stating, ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 150 colony forming units (cfus) of stenotrophomonas maltophilia; enterococcus faecium / faecalis; and citrobacter sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.